Manufacturer narrative:
(B)(4). As the device was not returned, a complete device analysis could not be performed. A review of the device history records and service history revealed no failures or malfunctions that could cause or contribute to the reported hernia. The cause of the hernia could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) who performs automated peritoneal dialysis (apd) with the homechoice (hc) device, experienced a hernia. The hernia occurred on an unknown date after the hp had started on pd therapy. The hp does not have a previous medical history of hernias. There were no known overfill events. On an unreported date, the hp had surgery to repair the hernia. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.